Event description:
The mda instrument is a multipurpose in vitro coagulation instrument. Technologist was cleaning a probe on the mda instrument and poked their finger. The safety shield was raised and pt inadvertently pushed the probe prime button. The probe then poked their finger. This was a small prick from the probe which did bleed. Pt went to the occupational health department in the hospital where the wound was cleaned. Also baseline hiv testing was initiated the day of the incident with follow up testing planned at the 3 month and 6 month time frame.